Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On august 4, 2022, the mentor failure analysis lab received the device for evaluation. As per device, and paperwork received with the device, following information has been updated on this form: patient's initials have been updated under field a1 to "(B)(6)." - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3507350bc" - field d4 for lot number has been updated to "269560" - field d4 for unique identifier( UDI) has been updated to "(B)(4)" - date of explant under field d6b has been updated to (B)(6) 2022. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On august 17, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant was found to be ruptured and received in three parts. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The information regarding side for each lot was not provided. Hence, this supplemental report is for patient's side implanted with lot number 269560. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 15, 2022, mentor became aware that the date of bilateral replacement surgery is (B)(6) 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation is (B)(6) 2022 - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left rupture since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).